Event description:
Boston scientific received information that the patient with this device underwent a coronary artery bypass graft (CABG) procedure. During the procedure, electrocautery was used which caused oversensing and pacing inhibition of unknown duration for the patient. The local boston scientific field representative was requested to reprogram the device to "doo" for the remainder of the surgery. There were no adverse patient effects reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.